Event description:
During follow up on the results of the evaluation for a high drain/call pd nurse alarm (1423500-2012-06509), corporate product surveillance (cps) received a report from a registered nurse (rn) who stated that the home patient (hp) has still been receiving multiple high drain alarms along with abdominal pain. She stated that the most recent alarm occurred in the previous week. The rn stated that the patient has been filling with 2l, which is the largest prescribed fill volume, but then draining 4l. Otherwise, she stated therapy has been going fine. There was patient involvement but no patient injury or medical intervention reported. No further information was available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs could not confirm the reported increased intra-peritoneal volume (iipv). The iipv was not duplicated during evaluation. The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device service history revealed no issues that could have caused or contributed to the reported problem.